Event description:
The customer had reported that during a cystectomy/ileal conduit procedure, the jaws of the device would not reopen. The surgeon was able to remove the device manually with no tissue damage or bleeding. There was no harm to the patient. Upon receipt of the device for evaluation at covidien, a preliminary investigation on (B)(4) 2014 found that the knife blade of the device was protruding from the device jaws.

Manufacturer narrative:
(B)(4). One device was rec'd for evaluation. Visual inspection found the knife was protruding from the jaws. The jaws would not open or close due to the protruding knife. The customer's reported condition was confirmed and attributed to user error. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have reduced the difficulty in activating the knife. Per the IFU, the jaws should be closed and locked before activating the cutter. A device history review could not be conducted because the device lot number was not provided.